Event description:
The neuron tips were found flattened when the boxes were opened for inspection. The delivery box had been crushed in transport.

Manufacturer narrative:
The product was returned but no investigation took place because the catheters were severely damaged in transit back to penumbra. No conclusions could be drawn. The dhrs of these manufacturing lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 16260-03/a, (lot # l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot # l13971) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirements.